Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureter dilatation procedure. The patient age was reported to be over 18 years. According to the complainant, the balloon burst during the procedure. The exact pressure the balloon was inflated to when it burst is unknown. The balloon was tested for leaks outside the patient before the problem occurred and there was no visible damage to the packaging. The balloon was removed from the patient and no part of the device detached. Dilatation had been achieved in the left ureter when the balloon burst, so another device was not needed to complete the procedure. The physician completed the procedure with this device with no complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Initial examination of the returned device revealed that the balloon material was not correctly folded or wrapped around the catheter and appeared as though positive pressure had been applied. Visual analysis of the balloon material revealed a longitudinal tear 28 mm long located at 14 mm distal to the distal end of the proximal balloon sleeve. A visual and tactile analysis of the catheter shaft revealed no defects. Operational context contributed to this event.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureter dilatation procedure. The patient age was reported to be over 18 years.according to the complainant, the balloon burst during the procedure. The exact pressure the balloon was inflated to when it burst is unknown. The balloon was tested for leaks outside the patient before the problem occurred and there was no visible damage to the packaging. The balloon was removed from the patient and no part of the device detached. Dilatation had been achieved in the left ureter when the balloon burst, so another device was not needed to complete the procedure. The physician completed the procedure with this device with no complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4)